Manufacturer narrative:
The DHR was reviewed and it was noticed that this lot had (B)(4) pcs and it was manufactured on 10/19/2016. No defects were reported during quality inspection. This lot was manufactured in combined shifts. Based on the device history record review this does not appear to be a personnel, process or material issue. No picture or sample was provided. Since no sample was provided the non conformity could not be confirmed. No further actions are being taken at this time.

Event description:
A pinpoint hole in the middle of the drape was reported. The end user observed fluid in the basin that had leaked through the drape. The company representative stated to have ruled out user error as they turned on the warmer after they had fluid in the drape. No patient injury or treatment was reported for the incident.